Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set patch did not stick to skin upon insertion event on (B)(6) 2026. The issue occur with two infusion sets. The patient replaced infusion sets and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4).